Manufacturer narrative:
Continuation of concomitant products: 5071-53 lead implanted (B)(6) 2017, dtba1d1 crtd implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days after a routine device change-out procedure where an existing previously-capped epicardial left ventri cular lead was activated, the pacing impedance was high and an alert was triggered. During the procedure, the impedance was within range and capture was good. The physician elected to monitor the impedance trend and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the patient experienced edema. The pacing impedance was greater than 3000 ohms and there was loss of capture. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.